Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer¿s blood glucose was 158-159 mg/dl. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.